Event description:
Customer reported the alarm has no power. The batteries were replaced with a new supply. The battery door is not missing, damaged, and closes properly. The wires do not appear loosely connected and no visible signs of battery leakage or corrosion. There is no visible damage to the outside of the alarm. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4). Evaluation: results: evaluation of the returned product shows the alarm did not power up when tested with a battery source. There's battery leakage and corrosion on the battery contacts. The unit does power up with a 9 v ac adapter and pass functional tests. The external power supply shows the low battery indicator sounds when it should. Note: posey instructions for use has a warning statement: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Do not mix old and new batteries, or battery brands within a battery pack. Always install a completely new set of batteries. Do not allow batteries to deplete while in the alarm. Depleted batteries may leak and corrode, causing damage to the electronics and reliability. (B)(4).